Event description:
A baxter sales rep called baxter corporate product surveillance to report one interlink straight type blood set in which a no flow occurred. According to the report, the facility was infusing platelets when a clot occurred in the bottom chamber of the set. The event occurred during use, but before the platelets reached the patient. The set was removed and replaced with a new one. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.